Event description:
User rec'd discrepant ammonia results for two levels of linearity material. Each level of linearity material was run three times from different cups on the same analyzer. Linearity material level 4 gave 665, 680 and 721 umol per l. Linearity material level 5 gave 621, 594 and 539 umol per l. No erroneous results were reported and no pts were adversely affected. The field service rep determined the incubation bath was contaminated and performed incubation bath decontamination. To verify analyzer performance, and instrument check test application was performed and was okay.